Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 104127 and lot 101802 (exiry 01-24-2020) with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 104127 and lot 101802 were reviewed. These lots met the required release specifications. A review of the complaints reported as false positive or unconfirmed false positive related to lot number 104127 and lot 101802 showed that the complaint rate is (B)(4), respectively. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. The test was repeated with a second lot of alere determine hiv 1/2 ag/ab combo with the same results. The architect cmia test was also ab (B)(6) (repeatedly). An rna tma test was reported as (B)(6) for (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as a pregnant female. The patient outcome and treatment are unknown. The date of occurrence was not reported.